Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog and lot number not provided/unknown. Device not returned.

Event description:
It was reported that the healing collar malfunctioned and may have contributed to internal implant damage. Tooth location 9.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Therefore, a device history review and complaint history review could not be completed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the event is non-verifiable. A root cause cannot be determined.